Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. The instructions manual contains an operational test instructing the user to perform prior to each use. "Visually examine the instrument to confirm it is free of any rough edges, burrs, and irregularities. Using the handle and finger grip, open and close the forceps a few times to verify that the forceps operate smoothly. Always operate the forceps lightly-excessive force on the finger grip (either pushing or pulling) can cause deterioration and breakage.

Event description:
Olympus was informed that during a therapeutic hysteroscopy procedure, the jaw of the grasper forceps broke off and fell into the patient. The device fragment was retrieved using another grasper. The intended procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
The device was returned to the original equipment manufacturer (OEM) for evaluation. The OEM¿s evaluation revealed that the device was actuating per manufacturing inspection criteria, and the top jaw actuated as designed. Under 10x magnification the distal end of the device was inspected and the actuating top jaw was determined to be worn. It was observed that the bottom jaw was deformed and broken off during use. The bottom jaw was returned with the device. These devices were visually and functionally tested 100% prior to packaging. The OEM conducted a device history record (DHR) review and there were no non-conformances associated to the reported event. The devices met all raw material, in-process, and finished goods specifications upon release of the product. This device was manufactured in september 2014. The OEM was unable to determine the root cause at this time. The damage to the device can be attributed to excessive force applied in the field.